Manufacturer narrative:
As reported, post bard soft mesh implant, the patient with a complex medical / surgical history experienced infection, wound dehiscence, seroma, abdominal pain and underwent subsequent medical and surgical intervention. Based on the information provided to date, no conclusion can be made as to the degree to which the bard device, may be causing or contributing the patients reported symptoms. Seroma, infection and pain are known inherent risks of surgery and are listed in the adverse reaction section of the instructions-for-use (IFU) as possible complications. Regarding infection, the warnings section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Bd products are provided to the customer in a sterile state. A review of the manufacturing records was performed and found that the lot was manufactured / sterilized to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october, 2018. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
Per maude event report (mw5098622): "had 2nd surgery; my stomach busted open in (B)(6) and I got a bad infection which required nursing care, wound vac and another surgery and I lost my belly button. Have a lot of belly pain and setonas (seromas) and have had multiple tests and a couple different doctors. I have had ultrasound of abdomen and CT scans that have showed it. FDA safety report ID#(B)(4)." Additional information provided in follow up: (B)(6) 2019 - the patient was diagnosed with a large ventral hernia and underwent an open repair procedure with implant of a bard/davol soft mesh. About one-week post-op, the patient developed an infection. (B)(6) 2019 - the patient was diagnosed with wound dehiscence and had follow up care in a rehab nursing facility with a wound vac and then was discharged home with nursing services. As reported, the patient had followed up with the plastic surgeon who assisted the implanting surgeon. The surgeon could not help with the patients issues and denied that the patient had an infection. The patient had laboratory results from a wound culture which showed staphylococcus aureus growth and was prescribed a long-standing high dose of antibiotics to help with the infection. (B)(6) 2019 the patient underwent an additional surgical procedure to repair the wound dehiscence which included removing the navel. (B)(6) 2020 - the patient consulted another doctor who indicated the issues may be related to the fixation used with the bard/davol soft mesh. The patient has not followed up since due to the covid-19 pandemic. Patient is currently going through cancer treatments for a recurrence of cervical cancer which possibly spread to the bladder. As reported, the patient developed postoperative seromas and had a recent CT scan performed at the cancer center which indicated the seromas were still present, but the patient is not seeking any treatment for the seromas because of the treatment for cancer. It was also reported that the left-sided chronic pain and discomfort continues.